Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, a gel-like substance was discovered after blood was drawn into the tubes. Photographic evidence suggests that fibrin clots were present in the tubes; however, no root cause has yet been established. The following information was provided by the initial reporter: "today we noticed a strange, gel-like substance in four tubes after the blood draw was done. We took the substance out of the tube and took pictures of it."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fibrin/ clotting) was observed. Additionally, 5 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin/ clotting was not observed. No difficulties were encountered during the blood collection process and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (foreign matter/clotting) because the defect was not evident in the testing of the complaint lot samples. The parameters for retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. This complaint is not confirmed with respect to foreign matter/clotting. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter/ fibrin/ clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, a gel-like substance was discovered after blood was drawn into the tubes. Photographic evidence suggests that fibrin clots were present in the tubes; however, no root cause has yet been established. The following information was provided by the initial reporter: "today we noticed a strange, gel-like substance in four tubes after the blood draw was done. We took the substance out of the tube and took pictures of it, attached here."